Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: investigation revealed the display screen was dim and discolored. The keypad cover was damaged; all keypad buttons were appropriately responsive. No contamination was observed on the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on (B)(6) 2014.